Event description:
During the performance of routine implantable cardioverter defibrillator (ICD) battery evaluation the telemetry link-up failed. ICD could no longer be interrogated or programmed. No audible signals with application of the magnet were heard. The patient was admitted to a monitored bed and underwent removal of the ICD and insertion of a new ICD the next day. The ICD was sent to the manufacturer on 4/3/93 for evaluation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.